Event description:
Per the clinic, the patient experienced an infection around the abutment (specific date not reported). Subsequently, the abutment was removed on (B)(6) 2024. The implanted device remains.